Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or malfunctioned. (B)(4).

Event description:
Additional information was received from a manufacturer's representative (rep). It was the implanting neurosurgeon who initially reported the patient's symptoms of leg numbness and inability to move legs two hours after pump was programmed post-operatively. The surgeon feels that the bupivacaine was the likely cause of patient's symptoms.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 250mcg/ml at 50mcg/day and bupivacaine 30mg/ml at 7.8mg day via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. The patient's medical history included failed back surgery syndrome, hernia repair and keen surgery. The other medications the patient was taking at the time of the event was methofenadate, ambien, propomax, lasix, vitamin d and c, and iron. Following the pump and catheter replaced (see manufacturer report # 3004209178-2016-21429) the patient was started on a lower dose. The dose was lowered to fentanyl 250mcg/ml at 50mcg/day and bupivacaine 30mg/ml to 6mg/day. The healthcare provider also discontinued the patient's ptm. Per the reporter 1 hour later (post op) the patient couldn't feel her legs or move her legs. The healthcare provider decreased the dose to fentanyl 250mcg/ml at 25mcg/day and bupivacaine 30mg/ml to 3mg/day. An hour after the decrease the patient started getting return of the feeing in her legs again. An MRI was taken and came back negative for blood clots or other medical issues that could have caused the symptoms. The patient was then released tuesday morning from the hospital and then started feeling increased chronic pain again. The patient started talking to the managing healthcare provider to reassess dosing adjustments. The patient status was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.